Event description:
It was reported that the procedure was to treat an unspecified lesion. A 014 ht bmw elite guide wire (gw) separated into two pieces at the core, while the physician tried to introduce it into the guide catheter before the guide wire was entered into the anatomy. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation (core). Factors that may contribute to material separation (core) include, but are not limited to, the application of force at a kink/bend, interaction with accessory devices, and/or manufacturing damage. In this case, it is possible that inadvertent mishandling and/or interaction with an accessory device may have contributed to the noted deformation due to compressive stress (kinked core), subsequently contributing to the reported material separation (core) during advancement into the guide catheter; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.